Manufacturer narrative:
Device evaluation is not necessary as the infection/extrusion is not related to the functionality or delivery of therapy of the device.

Event description:
Patient was seen in office and her implant site was fond to be infected so she was referred for a washout and a possible full explant. Further information was received which indicated that the patient had both their lead and generator removed and their cultures were positive for mrsa. Device history record was reviewed for the suspect generator and lead. The devices were sterilized prior to distribution, and no unresolved nonconformances were found prior to distribution. Product return and evaluation is not required as the event is not related to the delivery of vns therapy. No additional relevant information has been received to date.